Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The blood glucose at the time of the incident was 107 mg/dl. During troubleshooting, the customer disconnected at the quick release and insulin did not exit the tubing during fixed prime and he did not receive a no delivery alarm. He then disconnected and reconnected the infusion set and reservoir and was able to prime without an alarm. He was explained that the alarm may have been caused by a set/reservoir occlusion and advised to change the infusion set and reservoir. The customer also stated that he is able to fill the tubing but insulin would not exit when trying to fill the cannula. He also reported that the insulin pump was acting strange and the vibration was not as usual. The customer did not have an extra set to complete troubleshooting. The device will not be returned for analysis.